Event description:
It was reported that the patient had the 18 cm lgx inflatable penile prosthesis, that was implanted in 2012, removed due to a break in the tubing. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. There were no patient complications reported.